Event description:
A 26 mm diameter x 15 diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was selected for use in a patient for endovascular treatment of an abdominal aortic aneurysm in december 2003. It was reported that the patient had excessively toruous and small vessels and they were pre-dilated with a 16 french dilator and then a 22 french dilator; however, the patient's vessels were too small to be dilated with the 22 frence dilator. After the physician inserted the delivery system into the patient, he noticed that the tip was unusually bent. The device was removed from the patient and the graft cover was found to be cracked at the tip. Another device was used to successfully complete the case. No clinical sequelae were reported, and the patient is reported to be fine. Medtronic received the device and its analysis is pending.